Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Manufacturer narrative:
The device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most probable root cause is anticipated procedural complication.

Event description:
It was further reported that in (B)(6) 2006 the patient initially presented with unstable angina. Vascular access was gained via the right femoral artery. The mid left anterior descending artery (lad) was dilated with a 2.5x20mm balloon. This was followed with placement of a 2.75x32mm taxus drug-eluting stent. An additional 3.0x16mm taxus stent was deployed just proximal, with the two stents being contiguous. The proximal end of the 32mm stent as well as the 16mm stent were post-dilated with a 3.0x15mm nc ranger balloon. Next the mid right coronary artery (rca) was dilated with a 2.5x20mm balloon, followed by deployment of a 2.75x32mm taxus stent. This stent was post dilated with a 3.0x15mm nc ranger balloon. There was 0% residual stenosis noted in both vessels. The patient presented in (B)(6) 2008 with an inferior wall mi and thrombus of the previously placed stent in the mid rca. The patient was treated with percutaneous transluminal angioplasty and thrombectomy with no further complications. The patient had discontinued his plavix 3 months prior.

Manufacturer narrative:
(B)(4).